Manufacturer narrative:
Device noted as returned. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the trunnion-head of the accolade tmzf stem failed and required revision.

Event description:
It was reported that the trunnion-head of the accolade tmzf stem failed and required revision. December 2, 2021: pictures revealed that the shell was also revised.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned devices indicated that damage consistent with the loss of taper lock was observed on the head and stem. Material analysis: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. This has been documented as part of CAPA. No further material analyses were performed. -clinician review: a review of the provided medical information by a clinical consultant indicated: "the implant record confirms it was a tmzf stem matched with a v40 lfit head. Radiographs confirm tha failure with dissociation of the femoral head from the stem. The trunnion is deformed with inferomedial notching and material loss. There is also rounding off of the superior aspect of the trunnion. Similar findings are noted on the intra-operative photograph. It is confirmed that there was a need for revision of a femoral head neck tha dissociation and that the trunnion was deformed and suffered material loss. Acetabular reviosn can ot be confirmed due to lack of documentation. The root cause of the dissociation and femoral stem trunnion deformity cannot be established by this limited documentation." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to failure of the stem trunnion. The event was confirmed by medical review and examination of the returned devices. Visual inspection indicated that damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.